Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported the patient woke up from being sound asleep at 5:00am on the morning of report due to his ins "racing in his chest." They used the patient programmer (pp) to verify the status of the ins and it stated it was on/ok and the battery was at 75%. They called their doctor who did the programming and they didn't seem to know what could have caused the issue. About a month later a consumer reported the patient was having the same issue but this time it was "dragging instead of racing." It happened on the morning of report again. They requested a company representative meet with them to check the device. Further follow-up was being conducted to determine if their managing physician had been notified, what the circumstances were that led to the racing sensation, and what steps were taken to resolve it.

Event description:
Additional information was received from a consumer and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported the patient's stimulator "raised" on two different occasions; the patient clarified that their implant went bizzar and ran much faster. When the patient put their hand over the implant site they felt the stimulator running. The patient stated they called their healthcare provider (hcp) and they gave them the rep's number, which the patient called several times but it went straight to voicemail and had not heard back from the rep. The rep later reported a hcp called them stating the patient had called them several times for a new recharger and the manufacturer would not give them one. It was noted the patient had not mentioned a recharger before and had called asking to see a rep.

Event description:
Additional information was received from the health care provider (hcp) and a patient. It was reported that the issue of the ins racing has not happened again but the patient still does not know what caused it to occur. The health care provider (hcp) reported that they do not have enough information to identify a problem with the patient; the patient was referred to a neurologist. Further follow-up from the patient indicated that the issue has not recurred and the cause has not been identified. If additional information is received, a follow-up report will be submitted.

Event description:
Follow up information received from the patient reported that the "stimulation running fast" issue occurred from 2 to 3 a.m., lasting from 5 to 8 seconds in all cases. It was noted that they were "on" in regard to their parkinson's disease. In all circumstances related to stimulation running fast, poor coupling, and the eos it was noted that nothing had changed. However, the issue has not been resolved. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the patient, reporting that they were sound asleep when they experienced the "stimulation running fast", which lasted 15-20 seconds. The patient reported that this has happened one time since the previous report lasting about 30 seconds. The patient reported charging the ins everyday and that nothing in how the patient normally uses the ins had changed leading to this issue. The patient reported that the "battery was a 9 year and we are in the 6th year." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient, reporting that the patient encountered an unknown error code when trying to charge their ins. The patient reported that they saw a screen with a doctor face and a phone. The patient also reported poor coupling during recharging, stating that they had zero bars, they would see eight, but then it would go back to zero. The patient also reported that when they woke up, their "stimulation was running very fast." The patient reported that this is the second time this has happened. The patient later reported that they believe the code was an end of service (eos) code. No patient symptoms were reported. No further patient complications have been reported as a result of this event.